Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Blood glucose level ranged from 125-318 (mg/dl). Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.